Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 06:42:00.000, (B)(6) 2025 10:08:00.000. Insert battery alarm was found on: (B)(6) 2025 17:01:30.000 to (B)(6) 2025 17:26:45.000, (B)(6) 2025 06:35:06.000 to (B)(6) 2025 06:59:13.000, (B)(6) 2025 07:18:44.000 and (B)(6) 2025 07:30:51.000, (B)(6) 2025 10:22:28.000 to (B)(6) 2025 10:53:00.000, (B)(6) 2025 11:37:42.000 and (B)(6) 2025 11:47:00.000, (B)(6) 2025 12:06:19.000 to (B)(6) 2025 12:58:56.000, (B)(6) 2025 13:31:26.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 17:01:31.000, (B)(6) 2025 17:11:00.000, (B)(6) 2025 17:26:41.000. (B)(6) 2025 06:35:25.000 to (B)(6) 2025 06:45:41.000, (B)(6) 2025 10:22:31.000 and (B)(6) 2025 10:32:00.000, (B)(6) 2025 12:06:12.000 to (B)(6) 2025 12:59:25.000, (B)(6) 2025 13:09:00.000 and (B)(6) 2025 13:31:46.000. Power loss alarm was found on: (B)(6) 2025 13:31:55.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025. There was no power data available for the dates of (B)(6) 2025. Unable to check power data for low battery alert, failed battery alert/battery failed alarm and power loss alarm. No unexpected low battery alert, failed battery alert/battery failed alarm and power loss alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on (B)(6) 2025 10:08:00 faster than expected at 0.11 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2025 06:42:00 faster than expected at 0.0 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 08:26:00 after more than 7 days at 9.09 days. Battery cycle 4 received the lowbatteryalert (104) on (B)(6) 2025 03:01:00 faster than expected at 3.18 days. Battery cycle 5 received the lowbatteryalert (104) on (B)(6) 2025 06:31:00 faster than expected at 0.35 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 21-jul-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 13:54:00.000, (B)(6) 2025 14:04:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2025 08:14:53.000, (B)(6) 2025 08:24:00.000, (B)(6) 2025 06:56:17.000, (B)(6) 2025 00:27:15.000, (B)(6) 2025 04:09:39.000. Lostsensor2alert (781) was found on: (B)(6) 2025 14:21:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Unexpected battery power loss was confirmed due to slight corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a minor scratched lcd window, a cracked keypad overlay, a keypad overlay texture damage, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. However, unexpected battery power loss was confirmed due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery failed alarm, replace battery now alarm with a prior low battery alert and it was the second occurrence in less than 8 hours. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the replace battery now alarm and instructed the customer that the insulin pump will be replaced and the customer can continue to use the insulin pump until a replacement arrives if a new battery was installed. Troubleshooting was not performed for the battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.